Event description:
It was reported that there was a sudden loss of therapy, which revealed a disconnection between the adaptor and the extension. It was noted that a screw appeared to be loose. The reporter stated that the patient was re-operated on, and a new screw was used to reconnect the adaptor to the extension. There were no patient symptoms, and the patient suffered no injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).